Manufacturer narrative:
The implant was not made available for review as it remains in-situ; however review of the x-ray provided confirms the left s1 set screw migrated and disassociated from the construct. The surgeon will continue to monitor the patient for any indication prompting additional treatment. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A patient underwent spinal surgery consisting of seaspine's mariner pedicle screw system from levels l2-s1. A lateral x-ray revealed the left s1 set screw migrated in the postoperative period.